Event description:
It was reported that the customer had a blank display on the insulin pump. Customer changed the battery and received a battery out limit alarm. Customer changed several batteries and then took the battery out. Customer's blood glucose level was 212 mg/dl. Customer was using a duracell battery. Troubleshooting was performed and when a new aaa alkaline battery was inserted, the display returned. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.